Event description:
Healthcare professional reported "implant punctured with suture needle." The device was not implanted. It is unknown if surgery was completed with a back-up device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device was not implanted.